Manufacturer narrative:
Date of event: date is approximate, month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. During the initial implant, there was a type ii endoleak. It was reported that there was aneurysm expansion due to a distal type ib endoleak occurring from the contralateral limb. The physician elected to embolized the right iia (internal iliac artery) and another manufacturer¿s stent graft was implanted on the contralateral side extending the stent graft coverage to the eia (external iliac artery). The CT performed at hospital discharge revealed that there was thrombus observed around the aortic neck (outside the stent graft). It was reported that the follow-up CT showed a proximal type I endoleak at the thrombotic site around the aortic neck on the contralateral limb, as vascular remodeling had occurred. The physician will monitor the patient, as an intervention was being planned by either open surgery or endovascular treatment. Per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Films review summary: the exact cause of the proximal type I endoleak could not be determined from the limited films returned. The anatomy at implant is unknown, earlier post-implant films were not available for comparison, and no scale was seen on the returned CT¿s thereby not allowing any stent graft or vessel measurements to be obtained. The images returned revealed that the endurant bifurcate was positioned in the neck and an unprecise location below the renal arteries. Beginning at the top of the bifurcate there was contrast seen along the outside of right/posterior portion of the device from a likely type I endoleak due to lack of stent graft radial apposition (appeared >5mm) with the aortic neck on the postero-right side. The proximal type I was also observed from the single transverse, sagittal, and coronal slice images returned. The aortic body and infrarenal neck appeared relatively straight and no appreciable calcification could be seen. It is possible that disease progression with neck dilatation may have contributed to the type ia endoleak. The cause of the earlier reported distal type I endoleak from the right side also could not be determined. Although the iliac art eries were non-tortuous, it is possible that disease progression or a short distal seal length may have contributed. If information is provided in the future, a supplemental report will be issued.